Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for out of range right ventricular (rv) intrinsic amplitude measurements. Episodes of non-sustained ventricular tachycardia (nsvt) showed short runs of noise, most likely muscular in origin. Pacing inhibition occurred; however, the patient had an underlying rhythm observed with marked first degree av block. The reported clinical observations were documented. Programming ventricular sensitivity polarity from unipolar to bipolar could be considered if clinically appropriate for this patient. The system remains implanted and no adverse patient effects were reported.